Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186 , UDI: (B)(4), serial: (B)(6), batch:a000155408.

Event description:
It was reported that there was cerebral spinal fluid (csf) backflow during an implant procedure. The patient experienced headache following the procedure. In turn, the patient was given IV fluid and was laid flat post op to address the issue. Reportedly, the patient's headache has resolved. Investigation was unable to determine which of the device attributed to the issue.